Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.

Event description:
It was reported that the 'hmrs bearing - 18 x 24' which was implanted on (B)(6) 2000 was worn, so it was replaced with new one.